Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: g07002 device not returned . To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: what was done to retrieve the broken piece? For example, another incision, or second surgery? Was there any additional tissue damage as a result of searching for the needle piece? What tissue was being sutured when the event occurred? Were there any patient consequences? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a barbed suture was used. During the process of suturing the uterus with suture, the needle broke. With the assistance of the radiology department, the needle was removed. When the needle was removed, it was found that the front end of the needle was incomplete, about 0.1cm. Under the guidance of the radiology technician, a follow-up x-ray of the abdomen showed no residual suture needle. Replaced with a new product for use. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 39-year-old woman who underwent laparoscopic myomectomy in hospital on (B)(6) 2024. The surgeon used sxpp1a405 for uterine tissue sewing in the continuous sewing manner (the specific suture tissue level was unknown). During sewing, the needle broke (the specific broken length of the needle was about 1 mm), and the broken needle fell into the patient's body. The surgeon immediately gave the patient intraoperative imaging examination to assist in looking for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent surgical operation went smoothly. The surgery time was extended about 30 minutes due to this event, and the patient was discharged smoothly now. No subsequent adverse events were reported.